Manufacturer narrative:
Implants regio 42 and 46 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. The date of surgery cannot be traced by the user and is unclear. The provided date ((B)(6) 2023) is incorrect.

Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implants regio 42 and 46 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 3 month in situ.

Event description:
Implant fracture.